Manufacturer narrative:
Concomitant medical products: tav-mdt2-29-c, transcatheter valve, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were experiencing fatigue. It was also reported that the implantable pulse generator (ipg) had previously had a device reset. The ipg remains in use. No further patient complications have been reported as a result of this event.